Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report.(B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the touchscreen was unresponsive on the vela ventilator. The customer reported that on start up, the touch screen is not responsive when touched. The icons do not change when touched. The customer reported that there was no patient involvement.